Manufacturer narrative:
The patient passed away on an unreported date stated as ¿a month ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient who performed automated peritoneal dialysis (apd) therapy with a homechoice device passed away. It was unknown if the patient was connected to the homechoice device at the time of death. No further detail was provided regarding the cause of death. There was no report of a device issue. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External visual inspection revealed the keypad has minor damage to the ¿go¿ button and ¿down¿ arrow. Internal inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the return instrument test/ evaluation (rite) functional testing due to initial drain timeout; however, the device passed the rite electrical safety testing. Additional functional testing was performed using the rite functional test parameters and the device successfully completed the test therapy with no issues encountered. All pressures and temperatures were correct and stable. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused of contributed to the reported event; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.